Manufacturer narrative:
Blank fields on this form indicate the information is unknown or unavailable. E1: postal code:(B)(6). E3: occupation = deputy of materials management. G4: PMA/510(k) number = exempt. This report includes information known at this time.a follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
As reported, during a flexible ureteroscopy procedure, the ngage nitinol stone extractor did not function properly. The issue was reported with two separate lot numbers used in the same procedure. Reference patient ID (B)(6) for the first lot number and reference patient ID (B)(6) for the second lot number. There were no adverse effects reported to the patient.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unavailable, or unchanged. Correction: h6 (annex a and annex g). Event summary: as reported, during a flexible ureteroscopy procedure, the ngage nitinol stone extractor did not function properly. The issue was reported with two separate lot numbers used in the same procedure. Reference patient ID 418327 for the first lot number and reference patient ID 419152 for the second lot number. There were no adverse effects reported to the patient. Investigation ¿ evaluation: a document based investigation was performed including a review of complaint history, device history record (DHR), instructions for use (IFU), manufacturing instructions (mi) and quality control procedures. Additionally, a visual inspection of the device and a personnel interview were conducted. One ngage nitinol stone extractor was returned for investigation. Upon inspection it was observed wires were sticking out of the sheath on the distal end. A document-based investigation evaluation was performed. A review of the device master record (dmr) concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. A review of the device history shows one non-conformances recorded for the shrink tube was damaged. It is possible that it was a related issue to the complaint issue. The non-conformance report did not contain enough detail to conclusively determine if the issues are related. A review of complaints with the same lot number shows two other related complaints reported by the same customer. Adequate inspection activities have been established, and there is objective evidence that the DHR was fully executed. The information provided upon review of complaint file, device history record, complaint history, and quality control documents does not provide evidence to support that the device was manufactured out of specification or to suggest items in the lot or similar devices in the field or in house are nonconforming. The instructions for use (IFU) does not provide any information related to the reported issue. The returned device was found to have a basket that would not open due to separation of the basket from the basket sheath. The shrink tube and glue that secures the basket to the basket sheath had not held the two components together. A cause for the issue could not be determined. Cook will continue monitoring of similar complaints and has notified the appropriate personnel of this event. Per a review of risk documentation, no further action is required. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.